Manufacturer narrative:
The devices subject of the reported event were not returned to steris for evaluation. Without the returned devices, a cause of the reported event could not be determined. The raptor grasping device IFU states, " if the unit does not function properly, or there is evidence of damage (e.g. Bends, kinks, misshapen jaws, misaligned jaws, exposed wires) do not use this product and contact your local product specialist. Do not use excessive force on the handle and do not coil the catheter outside of the endoscope. Excessive force or coiling may damage the device or damage the endoscope and may result in accidental injury to the patient or clinician. The following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force. Attempting to pass or open the device in an extremely articulated endoscope. Attempting to actuate the device in an extremely coiled position. Actuating the device when the handle is at an acute angle in relation to the sheath." Steris offered in-service training on the proper use and operation of the raptor grasping device, however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that one raptor grasping device did not close completely during a procedure while a second raptor grasping device caused an ulceration of the esophagus during a removal of foreign body.